Event description:
Versajet ii plus hydrosurgery 15 degree/14mm handpiece was utilized for ischial debridement case and when surgeon was priming handpiece on sterile field, device malfunctioned and stainless steel wire disengaged/exploded from key system in versajet console; no patient or staff harm but device was kept and given to operating room management for further investigation.